Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "incorrect process parameters". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. A labeling review is not required because labeling could not have prevented the reported issue.

Event description:
It was reported that a few of the intermittent catheters did not have saline water and it were not usable.